Event description:
A cracked female luer on a neonatal extension set cause pt blood to backflow and leak onto the floor at the bedside. The blood loss was not considered significant, but the pt was given a blood transfusion several day later after a blood draw. Following the malfunction the pt did not develop a blood stream infection and his condition was stable.

Manufacturer narrative:
There were two additional occurrences of this product malfunction. Please reference the following for the additional occurrences: MDR 224270-213-00018, 224270-2013-00019. The malfunctioning device was returned to vygon us, and was forwarded to the component supplier (female luer lock) for evaluation and investigation. The results of this investigation will be sent to FDA in a follow-up MDR with in thirty days of its conclusion.